Manufacturer narrative:
A1, patient identifier (in confidence) - no patient specific details have been provided. Therefore, data provided reflect gore's internal number for this case. The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device was reported discarded at the facility. Therefore, an evaluation of the device cannot be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 44 mm gore® cardioform asd occluder was selected to treat an atrial septal (asd) measuring 21 mm using stop-flow balloon sizing. Due to the patient's anatomy, the physician only accomplished device placement at the septum after three initial attempts had been unsuccessful. However, locking was reportedly not possible and the device (asd44e/(B)(6) was therefore removed from the patient. A new gore® cardioform asd occluder (asd44e/(B)(6) was subsequently selected to proceed with the procedure. The physician reportedly experienced several placement failures also with this device before achieving a satisfactory device position and locking the device. After locking, the occluder embolized into the right atrium and was subsequently captured by using the retrieval cord. However, when pulling the cord to bring back the device into the sheath, the retrieval cord reportedly broke with the device embolizing into the right ventricle from which it had to be snared. The physician did not continue the procedure and decided to refer the patient for surgical defect closure.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, medical device problem code: added codes a1502, a0401. H6, type of investigation: added codes b18, b14, b11. Code b18: the device was reported discarded at the facility. Therefore, an engineering evaluation could not be performed. H6, investigation findings: replaced code c21 with code c19. Code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. H6, investigation conclusions: added codes d15, d12. H6, component code: added codes g04088 and g04027. The report informs you of the embolization of a gore® cardioform asd occluder (B)(4). The initially used gore® cardioform asd occluder (B)(4) did not embolize and is therefore not considered reportable but was nevertheless stated in b5, "describe event or problem" to provide an understanding of the anatomical challenges relevant to closing the atrial septal defect in this patient. UDI for cardioform asd occluder (B)(6): (B)(4).